Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/30/2022, it was reported by a sales representative via email that an ar-18720-06 low profile screw head broke off. The head was removed but the body remains inside the patient. This was discovered during a metacarpal orif procedure on (B)(6) 2022.